Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from september 3, 2019 - september 4, 2019. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed using dextrose and found to be within the product specification range; evidence of continuous flow was observed. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was no flow of medication through a large volume infusor. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.